Event description:
A hospital reported that during endoscopic removal of a percutaneous endoscopic gastrostomy tube, the internal retention dome lacerated the pt's pharynx and esophagus. The laceration caused a pneumomediastinum and cervical subcutaneous emphysema. The pt was transferred to the i.c.u. For several days following the incident.